Event description:
Per the clinic, the device was explanted on (B)(6) 2025, and the patient was re-implanted with a new implant on the contralateral ear.

Event description:
Per the clinic, the patient experienced a performance decrement due to open circuits on all electrodes except 1, 3, 4, and 7. There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.